Event description:
A malfunction was reported on the pump following a software update, and the pump displayed malfunction code 0, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. Technical support planned to replace the pump with a refurbished model containing updated software. The customer currently had no backup insulin therapy available and intended to contact a healthcare provider. They understood the provided instructions about using the replacement pump and how to return the faulty pump.